Event description:
It was reported that the user¿s dexcom g7 failed to pair with the ilet despite multiple guided troubleshooting attempts, including bluetooth verification and re-pairing, resulting in a replace sensor prompt and the need to place a new sensor. Symptoms included no glucose alarms or readings on the ilet due to the absent dexcom connection. Outcomes included interruption of automated insulin dosing and reliance on backup management until the new sensor was placed and pairing began. Investigation included customer support troubleshooting and education on sensor replacement and pairing steps. Investigation of this case revealed that the initial dexcom g7 sensor did not successfully establish communication with the ilet, while a subsequent sensor initiated pairing and warm-up. It was concluded that the event was related to sensor pairing failure to the ilet, resolved by replacing and pairing a new dexcom g7 sensor.